Event description:
Doctor implanted resorbable plate in pt with multiple fractures in the maxilla and mandible. The following day, the doctor had to perform an unplanned surgery due to plate failure in the mandible. The doctor removed the resorbable plate and replaced with titanium plate.

Manufacturer narrative:
No evaluation can be made due to the resorbable plate being disposed of by the medical facility. Product insert provided with the product states the following information: description: the resorb-x system consists of osteosynthesis plates, screw, pins and mesh, indicated for non-load bearing craniomaxillofacial osteosynthesis. Warning: pdlla osteosynthesis material is not for load bearing areas like the mandibular region. Contraindications: do not use in the mandible. Implantation of the product in a load bearing (mandible) region is considered to be a contributing factor in this failure.